Event description:
During a robotic surgery, the instrument wire would not properly set. When in use, the forcep did not grasp tissue. The surgeon tried grasping with the device, however, the motion was not accepted, which is the intended use. The instrument has 7 out of 10 lives left.